Manufacturer narrative:
(B)(4).

Event description:
It was report the patient presented to the emergency room after receiving inappropriate high voltage therapies due to a supraventricular tachycardia rhythm incorrectly diagnosed as ventricular tachycardia. A programming change was made to prevent future therapies. The patient condition was stable before, during, and after the interrogation. The patient will continue to be monitored.